Manufacturer narrative:
THIS IS A KNOWN POTENTIAL ADVERSE EVENT ADDRESSED IN THE PRODUCT LABELING. ACCORDING TO THE COOLSCULPTING USER MANUAL, UNDER RARE ADVERSE EVENTS, PARADOXICAL ADIPOSE HYPERPLASIA (PH) IS CHARACTERIZED BY A VISIBLY ENLARGED TISSUE VOLUME WITHIN THE TREATMENT AREA, WHICH MAY DEVELOP TWO TO FIVE MONTHS AFTER TREATMENT. SURGICAL INTERVENTION MAY BE REQUIRED. PH IS NOT RELATED TO ANY COOLSCULPTING DEVICE FAILURE MODE BUT IT IS INCLUDED IN THE RISK MANAGEMENT FILES OF THE DEVICE BECAUSE IT IS A RISK THAT IS INHERENT TO THE USE CRYOLIPOLYSIS FOR LOCALIZED FAT REDUCTION. A SUPPLEMENTAL REPORT WILL BE SUBMITTED IF AND WHEN ADDITIONAL INFORMATION IS OBTAINED.

Event description:
HEALTHCARE PROFESSIONAL REPORTED THROUGH A DISTRIBUTOR THAT THE PATIENT DESCRIBED IT AS ¿HAD BECOME SWOLLEN LIKE A LUMP,¿ AND THE PHYSICIAN DIAGNOSED PARADOXICAL HYPERPLASIA (PH) ON THE ABDOMEN AREA WITH A CURVE 150 APPLICATOR FOR A COOLSCULPTING ELITE SYSTEM 4 MONTHS POST-TREATMENT, FOLLOWING TREATMENT PERFORMED ON (B)(6) 2025.

Event description:
Healthcare professional reported through a distributor that the patient described it as ¿had become swollen like a lump,¿ and the physician diagnosed Paradoxical Hyperplasia (PH) on the abdomen and flanks areas with a Curve 150 applicator and Curve 120 applicator for a CoolSculpting Elite System 6 months post-treatment, following treatment performed on (b)(6)2025.

Manufacturer narrative:
Additional information: A2, A4.Corrected data: B4, B5.